Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy

Event description:
Patient reported right side ¿hardness¿, ¿arm pain¿, ¿numbness¿, ¿weight¿, ¿lymph node flare up." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6 (b), d9, g2, h6.

Event description:
Patient reported right side lymph node flare up (captured as lymphadenopathy), hardness, arm pain, and numbness. Healthcare professional reported capsular contracture, baker grade ii. The device has been explanted.

Event description:
Patient reported right side lymph node flare up (captured as lymphadenopathy), hardness, arm pain, and numbness. Healthcare professional reported capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ numbness: unable to observe since it is a medical event and is not related to the device. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.